Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was partially returned for analysis. The visual and tactile inspection was performed and the proximal section of the guidewire was not returned (body fractured). All the outer diameter measurements are within the specifications. (B)(4) analysis revealed that the failure occurred due to a multidirectional cyclic bending overload, with a final tension moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during percutaneous coronary intervention, a kinked rotawire occurred. The 90% stenosed target lesion was located on a moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire flop rotablator rotational atherectomy system was used and advanced to the target vessel. During procedure, a rotaburr was exchanged to a bigger size and was advanced through the rotawire floppy it was then noted that resistance was encountered and the burr was unable to be advanced. The rotawire was found kinked when it was checked outside the patient. Procedure was completed with another of the same device. No patient complications were reported and the patients' status is good. However, device analysis revealed a fractured rotawire.

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on device analysis completed on 14aug2013. It was reported that during percutaneous coronary intervention, a kinked rotawire occurred. The 90% stenosed target lesion was located on a moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire flop rotablator rotational atherectomy system was used and advanced to the target vessel. During procedure, a rotaburr was exchanged to a bigger size and was advanced through the rotawire floppy it was then noted that resistance was encountered and the burr was unable to be advanced. The rotawire was found kinked when it was checked outside the patient. Procedure was completed with another of the same device. No patient complications were reported and the patients' status is good. However, device analysis revealed a fractured rotawire.